Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post-implant, this right ventricular lead was exhibiting loss of capture and confirmed dislodged. The physician was able to successfully reposition and secure the lead. The lead was generating favorable measurements post revision and to date, remains implanted and in service with no additional complications. No adverse patient effects were reported prior to, nor during the revision procedure.